Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg. Additionally, it was reported that the pump miscalculated boluses. The customer¿s blood glucose (bg) level that was displayed as "low", although specific value was not provided. Customer consumed glucose tablets to address bg. Tandem techanal team educated customer on correction bolus calculations with insulin on board. Reportedly, caller acknowledged bolus calculation was input incorrectly. Customer continued to use the pump for insulin therapy.